Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s retainer ring was chipped and buttons had an issue. Customer stated that they had to push the button a lot harder sometimes to let it respond. Customer stated that retainer ring had crack. Customer stated that there was an odd grinding sound when they were rewinding the pump. Customer did self test and it passed. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.